Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7590856 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
Clinical study. Sample patient as MFR# 6000089-2006-01938. It was reported 147 days following a coronary artery drug eluting stenting treatment procedure, a re-intervention was performed of a target vessel due to in-stent restenosis. The index procedure treated one lesion located in the proximal to mid left anterior descending (lad) artery. The lesion had 100% in-stent restenosis and was chronically occluded for longer than 3 months. The lesion was 2.75mm in diameter and 25mm in length. Treatment consisted of pre-dilation with a maverick 2.00x20mm balloon and placement of a 2.75x32mm and 2.25x16mm taxus stents. The lesion was not post dilated; however, the results were 0% residual stenosis with timi-1 flow. The patient was discharged 3 days later on 100mg of aspirin and 75mg of plavix. One hundred and forty seven days after the index procedure, the patient underwent coronary artery bypass grafting (CABG) of the lad artery due to 46% focal in-stent restenosis of the lad. The patient was taking plavix and aspirin at the time of the event. The event was resolved without further complications. The relationship of this event to the device per the investigator is "unknown." This product is only ous approved, but it is similar to a marketed us device.